Event description:
The insulin pump used by my son, an insulin dependent diabetic, failed. The motor stopped working. When he tried to bolus insulin, or prime the pump, or rewind the piston to refill the pump, the screen told him to contact the MFR. The pump did not perform the operation. When we contacted the MFR, they instructed us to stop using the pump and they would send a replacement immediatley to use, which they did. My son was forced to use injections and an old back-up pump to receive his insulin until that replacement pump arrived two days later. The failed pump was in use for less than 60 days.